Event description:
It was reported that during an unknown procedure, the device got stuck on tissue and would not open. They cut around the tissue to remove the device. Extra clips were used to close area where the tissue was cut. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
Date sent: 11/12/2009. Information anticipated, but unavailable at this time.